Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Battery voltage equals 2.7741v, above elective replacement indicator (eri). Concomitant products: 407645 lead, implanted: (B)(6) 2012; 511212 enpath medical lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the longevity of the implantable cardioverter defibrillator (ICD) was less than expected. The device remains in use. No patient complications have been reported as a result of this event.